Event description:
The device was applied during a laparoscopic hernia procedure. Reportedly, the tip of the instrument broke. The disengaged component was retrieved laparoscopically without incident. The surgeon applied another device to complete the procedure.